Manufacturer narrative:
This report contains corrections to field b5: describe event or problem from section b adverse event or product problem.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition. Device replacement was recommended. Subsequently this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition, though the explant indicator date was incorrect. Device replacement was recommended subsequently this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a rf telemetry disabled alert and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. This report contains corrections to field b5: describe event or problem from section b adverse event or product problem

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition. Device replacement was recommended. Subsequently this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition. Device replacement was recommended. Subsequently this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field b5: describe event or problem from section b adverse event or product problem.